Event description:
It was reported that prior to an endovascular aneurysm repair (evar) procedure, suture placement was attempted in the moderately calcified left common femoral artery with a proglide device using the preclose technique. Reportedly, the device was inserted with no issue. There was no blood return from the marker lumen; however, the physician continued the procedure as he felt he was deep enough and deployed the foot. The physician was not certain if the device was in the artery or subcutaneous tissue, as there was no bleed back from the marker lumen. When the device was pulled back and it was thought that the foot was being positioned against the artery wall, a foot break occurred and the whole device came out of the access site. The evar procedure was completed and a cut-down procedure was performed to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reported to be trained in the use of the proglide device and is established in the preclose deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4) - failure to follow steps/instructions- device continued to be used after there was no bleed back from the marker lumen. It was reported the left common femoral artery access site was moderately calcified. The instructions for use (IFU) states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history could not be conducted, because the lot number was not provided. Reportedly, the device continued to be used after there was no bleed back seen from the marker lumen. It should be noted that the proglide instructions for use, states: do not deploy the foot unless brisk pulsatile flow of blood (mark) is evident from the marker lumen. Based on the information reviewed, there is no indication of a product deficiency.